Event description:
During an upper gi procedure, the device was advanced through the endoscope accessory channel with some difficulty. As the device exited the end of the sheath the clip detached in the open position. The detached clip was removed using forceps. Post procedure the pt's condition was reported to be stable.